Event description:
A 15mm amplatzer septal occluder (aso) was selected to close a pediatric patient's atrial septal defect. Upon deployment, an angiogram revealed a congenital absence of the left inferior pulmonary vein (lipv). The implant continued but another angiogram post-implant revealed that the patient had an anomalous lipv root. Also, post-implant blood flow in the right pulmonary vein appeared to demonstrate poor fluid velocity. The aso was retrieved using a snare and a 12f amplatzer torqvue 45° exchange system and the procedure was aborted pending further review. No adverse patient effects were reported.

Manufacturer narrative:
Sjm could not evaluate the product involved in this event since it was not returned to us. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The cause of the reported event remains unknown.